Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the initial implant, the right ventricular lead was not able to get adequate defibrilation thresholds at 25 joules. The lead was removed and replaced. No patient complications were reported as a result of this event.